Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d9, g3, g6, h2, h3, h6, h11. H6: proposed component code: mechanical (g04) - drill. Complaint can be confirmed through the returned product analysis. Visual examination of the returned product identified the rigid drill is bent and does have some unknown debris around the edge of the point at the distal end of the drill. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause has been identified as manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip of the device was already bent prior to use. No patient harm. Attempts have been made and additional information on the reported event is unavailable at this time.